Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of arthralgia ("arthralgia") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), migraine ("migraines"), asthenia ("chronic asthenia"), sleep disorder ("sleep disorder") and memory impairment ("memory disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy for salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2018. At the time of the report, the arthralgia, migraine, asthenia, weight increased, sleep disorder and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, memory impairment, migraine, sleep disorder and weight increased with essure. The reporter commented: both implants were removed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case was identified as a duplicate of (B)(4) and will be deleted from bayer database, all information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of arthralgia ("arthralgia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), migraine ("migraines"), asthenia ("chronic asthenia"), sleep disorder ("sleep disorder") and memory impairment ("memory disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy for salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2018. At the time of the report, the arthralgia, migraine, asthenia, weight increased, sleep disorder and memory impairment outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, memory impairment, migraine, sleep disorder and weight increased with essure. The reporter commented: both implants were removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.